Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08735 inches. Insulin pump was tested with a water fill test reservoir and no bubbles were noted. Insulin pump received with a partially broken off small piece at the reservoir tube lip, however the p-cap / reservoir locked properly. Insulin pump received with cracked case at the display window corners. Insulin pump received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose, diabetic ketoacidosis and was hospitalized on (B)(6) 2017. The customer¿s blood glucose was 800mg/dl at the time of the incident. The customer reported that the customer woke up with blood glucose over 400mg/dl. They did test and his blood glucose was confirmed at over 800mg/dl. The patient's current blood glucose was 400 mg/dl. The customer had nausea, elevated to vomiting, achiness. The customer informed that the diet was kept under control. The customer was treated for high blood glucose with insulin drip to treat diabetic ketoacidosis among others. The patient was still admitted. The customer was wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshoot the customer was alleging possible pump under delivery. The customer stated the drive support cap appeared normal (slightly indented). The customer reported that the cannula was bent. The customer will call back to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.